Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the severely calcified and tortuous distal left anterior descending artery (lad). The 3.50x16mm taxus liberte drug eluting stent (des) was advanced to the target lesion but was unable to cross the lesion. The device was removed from the patient and it was noticed that the proximal edge of the stent was deformed. It was also noted that the proximal part of the taxus liberte was broken; however, it was confirmed that nothing was left inside the patient. The procedure was successfully completed with another of the same device with no patient complications reported.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that this device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context. Product unavailable for analysis.